Manufacturer narrative:
Date of event is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient weight not provided by reporter. This report is for unknown locking screws (qty:4) unknown lot number. Device is not expected to be returned for manufacturer review/investigation. The 510k #: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a distal femur revision surgery was performed on (B)(6) 2015 after the patient fell while in rehab and the screws were noted to back out from the plate. During the revision one (1) plate and thirteen (13) screws (4 locking and 9 cortex) were explanted intact and a new plate and screws were implanted. There was confirmed no broken hardware noted. The procedure was successfully completed with no additional intervention, patient harm or surgical delay. No x-rays will be available. This is for (4) locking screws found to be backed out of plate post-operatively. This report is 2 of 3 for (B)(4).